Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with the reported malfunction, "air"; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported problem of "air" was confirmed as a false air in line alarm and reproduced. Service determined that the cause was due to a defective air sensor assembly. The customer reported problem was confirmed based on the service data at the time of completion.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.